Manufacturer narrative:
As part of our investigation, an olympus endoscopy support specialist (ess) was dispatched to the customer¿s site to service the aer. The ess reported that a replacement lid was ordered to address the customer¿s lid with the hairline crack. The lid was removed per the oer-pro technical guide and confirmed the procedure by using the attached checklist. The software attributes were verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required.

Event description:
The service center was informed that user facility¿s oer-pro automatic endoscope reprocessor (aer) had a hairline crack in its lid. There was no report of a leak. No fumes or smoke were reported. There was no positive device cultures. There was no patient involvement.